Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, there was a migration of the device out of the cochlea. The device was explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the lack of benefit was caused by a migration of the electrode array out of cochlea and an extrusion into the external ear canal. In addition, during device investigation damage to the active electrode caused by excessive mechanical stress and device minute mobility was found. A cholesteatoma was found at explantation surgery, which might have contributed to the observed issue. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, there was a migration of the device out of the cochlea. The recipient had a re-implantation and radical mastoidectomy and canal closure on (B)(6) 2020.